Event description:
It was reported that "frequent helium loss 2 alarms possible iab abrasion". Additionally, it was reported " persistent helium alarm loss 2 alarms occurring every 60 seconds or less. The iab was just inserted in the ccl, there is no blood noted in the tubing. They had already began switching out the pump prior to [calling support]. The alarm continued on the second pump. Facetime assessment noted only slight partial obstruction on bpw, nsr, decreased iab volume to 35cc an attempted 1:2, helium alarms persisted, md agreed with iab removal. Iab was removed without incidence or difficulty and replaced with a second iab. No additional alarms after replacement. Patient transferred to ICU, no additional alarms." No patient injury or consequence reported. Patient current condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "frequent helium loss 2 alarms possible iab abrasion". Additionally, it was reported " persistent helium alarm loss 2 alarms occurring every 60 seconds or less. The iab was just inserted in the ccl, there is no blood noted in the tubing. They had already began switching out the pump prior to [calling support]. The alarm continued on the second pump. Facetime assessment noted only slight partial obstruction on bpw, nsr, decreased iab volume to 35cc an attempted 1:2, helium alarms persisted, md agreed with iab removal. Iab was removed without incidence or difficulty and replaced with a second iab. No additional alarms after replacement. Patient transferred to ICU, no additional alarms." No patient injury or consequence reported. Patient current condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The reported complaint for iab "frequent helium loss 2 alarms" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Teleflex will continue to monitor and trend on complaints of this nature.